Event description:
A 74 y/o pt underwent a cardiac catheterization and stent deployment, attempts to deploy the second stent were not successful. An ave gfx could not cross a mid right coronary artery lesion and slid off the balloon. Multiple attempts to retrieve the stent were unsuccessful, the stent embolized below the inguinal ligament in the femoral artery. Pt recovered well with no increase in cardiac enzymes, no electrocardiogram chnages, chest pain or shortness of breath. He had 2+ pedal pulses and no hematoma at the groin. He was discharged from the hosp on 12/15/98. Prior to the stent in placement, pt was placed on integrelin, also on plavix, and will be continued on that for two weeks. The plan is for continued evaluation and stress testing, will be considered for another percutaneous transluminal coronary angioplasty versus a coronary artery bypass graft.